Event description:
It was reported that the right ventricular lead exhibited loss of capture and undefined impedance in unipolar when connected to a re placement device. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2013 (B)(6); 4068 implantable pacing lead 1998 (B)(6). (B)(4).